Event description:
A cgm error 42 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, successfully resolving the issue, and the sensor session was started without further errors.